Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(6). No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 11.5-11.9cm from the connector end and at 49.6-49.8cm from the helix end, consistent with lead friction to the ICD can. External insulation abrasion was found at 16.7-16.9cm from the helix end, consistent with lead friction to another device. Internal insulation abrasion was found at 25.0-25.1cm from the helix end. The etfe coating was intact at these sites.